Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However the customer is advised to force-quit and restart the machine. Once the unit is properly restarted, it is advised to check the logfile and verify the occurrence of the display message. If display error persisted, it is advise to download the logs while the "bellavista detected a user interface screen" is visible. The technical support explains that the issue could work just as normal when a "bellavista ready" usb stick is connected to the machine. It could be that the grey bar then appears in the upper left corner of the screen, but showing the message "waiting for bellavista to start up completely" instead of just starting to download the logs and showing the progress bar. If this is the case, the log file download can be forced by pressing and holding the bellavista symbol inside the grey bar until the progress bar is showing-up and the machine begins to downloading the logs. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 showing an error message on screen "bellavista detects a user interface issue" prior patient use. There was no patient reported associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical requested customer to download logs using mouse for evaluation but after 3 attempts no response received. Therefore, root cause is found not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.